Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a yellow alert due to this implantable cardioverter defibrillator (ICD) reaching elective replacement indicator (eri). The patient also noted hearing beeping tones. It was noted that eri was reached due to charge time (CT). Replacement guidelines were questioned. Technical services (ts) discussed the mid-life display of replacement indicators advisory and a normal replacement window was discussed. No adverse patient effects were reported.